Event description:
Placement o the colonoscope and the wireguide into the stenosis without problem. No angulations for the stent and endoscope. After the placement of the stent on the wire guide without friction, the nurse started to deploy the stent and never felt any problems with the feeling of the handle. She informs the doctor that the red cursor at the top of the handle was at the end of it; the doctor controlled the release of the stent by fluoroscopy. But this one was not totally released into the colon. At that point, the nurse did not remove the steel stylet and tried to recapture the stent in order to replace it better. The handle did not answer to her movement. The doctor decided to remove the endoscope and the full system of the stent and this one by this action went out of the flexor catheter when it was out of the pt. The nurse said that she had the feeling of a shift between the handle action and the deployment of the stent with a little delay. The doctor placed another colonic stent from leufen company with success. The pt is fine.

Manufacturer narrative:
There is no evo-25-30-10-c device of lot c782677 in stock at the time of the investigation. The complaint info reported indicated partial deployment of the stent when the handle was actioned. The indicator on the handle indicated full deployment but the stent was not totally released into the colon. At that point, the nurse did not remove the steel stylet and tried to recapture the stent in order to replace it better. The handle did not answer to her movement. The doctor decided to remove the endoscope and the full system. The stent went out of the flexor catheter when it was outside of the pt. The nurse said that she had the feeling of a shift between the handle action and the deployment of the stent with a little delay. A 1 x evo-25-30-10-c device of lot c782677 was returned for eval, it was returned in its original packaging and was open on receipt. On eval of the returned device, it was noted that the stent was fully deployed from the delivery system. The delivery system catheter could advance / retract when directional button was pressed. No functionality issues were noted with the delivery system returned. The flexor sheath was measured and was noted to measure approx 233.7cm, which was confirmed to be slightly stretched, however, this amount of sheath stretching would not have a significant effect on stent deployment. The customer complaint could not be confirmed as images were not provided, the stent was fully deployed on receipt and the delivery system functioned as intended. It is possible that the flexor stretched during deployment which could have caused the deployment difficulty the customer experienced. It can be noted that product development personnel have initiated a project in relation to sheath elongation to prevent future occurrences of this nature. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of device usage during our lab eval. As the conditions of device usage could not be replicated we were unable to conclusively determine the cause of this complaint. The complaint info confirmed that there were no angulations for the stent and endoscope. Prior to distribution, all evolution colonic controlled-release stent systems are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for lot number c782677 revealed no discrepancies that could have caused the complaint issue. In this occurrence the stent had been deployed beyond the point-of-return and the safety wire was not removed. In this occurrence the stent had been deployed beyond the point-of-no-return and the safety wire was not removed. The stent is not intended to be removed and is considered a permanent implant. Attempts to remove the stent after placement may cause damage to esophageal mucosa. As per the instructions for use ifu0052-7 that accompanies this device users are instructed as follows: "step 10. When stent point-of-no-return has been passed, pull safety wire out of delivery handle near wire guide port. Step 11. Continue deploying the stent by squeezing trigger." The user is also advised in the IFU of the following: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to surrounding tissue or mucosa." There have been no adverse effects to the pt as a result of this issue. The stent was not deployed in the pt. The doctor placed another colonic stent from (B)(4) with success. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the risk has been determined to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.